Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: is the current patient status known? -no patient harm reported. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - none reported.

Event description:
It was reported that during a lap appendectomy, the stapler became locked on tissue and they were unable to open the stapler using the reverse button or manual return lever. They were able to find information via (B)(6), which resulted in being able to remove the stapler from the tissue. There were no patient consequences and the surgery was delayed between 5-10 minutes.